Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and a stylet was returned in the lead. The helix was retracted and dried body fluid was noted in the helix housing. Shocking coils were misaligned at the distal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review performed for the reliance 4-front active fix device confirmed that the event of difficult/unable to extend/retract helix is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance 4-front active fix device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This report contains correction in section h6 device codes.

Event description:
It was reported that this lead was attempted implant due to helix issue. The measurements were not as expected, and the helix was inserting back in the lead. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this lead was attempted implant due to helix issue. The measurements were not as expected, and the helix was inserting back in the lead. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this lead was attempted implant due to helix issue. The measurements were not as expected, and the helix was inserting back in the lead. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.

Manufacturer narrative:
This report contains correction in section h6 device codes.

Event description:
It was reported that during the implant of this lead, the extendable/retractable helix did not function as expected. Once the lead was placed, measurements were not as expected. Subsequently, the helix could not be retracted. The lead was successfully removed from the patient and was replaced. No additional adverse patient effects were reported. This attempted lead was returned for analysis. The lead was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This report contains correction in and section b5 describe event or problem and section h11 additional MFR narrative: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and a stylet was returned in the lead. The helix was noted to be retracted and dried body fluid was observed in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test was completed, and the helix was able to be extended and retracted with the expected number of turns of the rotation tool. The reported clinical observations were not replicated in the laboratory setting. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review performed for the reliance 4-front active fix device confirmed that the event of difficult/unable to extend/retract helix is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance 4-front active fix device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This report contains correction in section h6 device codes.